Event description:
In 2008, the customer at pella regional health center called product surveillance to report a dialyzer blood leak that occurred 1 hour and 20 minutes into the 4 hour prescribed treatment on the day before. A pink color was visually seen in the dialysate and was confirmed as a blood leak with a hemastix test strip that was placed into the hansen port of the dialyzer. The patient lost an estimated 271 milliliters of blood. The patient experienced nausea, vomiting, upper gastrointestinal discomfort and diarrhea while on the first dialyzer. Blood cultures were taken (times two). The 24-hour result showed no growth on the culture. The patient was given 500 milliliters of normal saline and was moved to another station. A new set-up (dialyzer and blood lin) was used and the patient then continued the hemodialysis treatment. This dialyzer was used as a single use. The patient recovered and felt fine before leaving the facility.

Manufacturer narrative:
Discussion with the customer revealed that the dialyzer had not been stored in a refrigerator and the dialyzer had not been rinsed and stored with saline. Due to the condition of the dialyzer (clotted unable to be rinsed), the sample was not requested for evaluation.